Event description:
It was reported that during an anterior rectal resection procedure, the 45 mm echelon flex¿ power mechanical suture was used following all appropriate indications for use. It worked successfully in three shots. In the fourth shot, a refill was used and, after making the shot and removing the device, it was evident that it was completely disassembled: the metal part was separated from the other component and the pusher cart also came out of the refill. They removed all parts of the reload to complete the procedure successfully with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. D4: batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot 532d22, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.